Manufacturer narrative:
The ge representative conducted an onsite investigation. The high voltage cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that a cable on the 6800 system was cracked and wires were exposed. No patient injury was reported.